Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch pacing (lbbp) lead appeared twisted and deformed after multiple deep twists. The lbbp lead could not be implanted. It was not used and was replaced with another lbbp lead to complete the procedure. The patient remained in stable condition and was discharged.